Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified distal left circumflex. A 2.0x15mm maverick2 monorail balloon was used for pre-dilatation; however, on the first inflation, the balloon ruptured at 8 atmospheres. The balloon was removed intact. The procedure was completed with a maverick2 2.25x15mm. The pt status is good with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.